Event description:
Medical examiner's investigator reported pt expired in 2004. Cause of death unknown. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent if additional information is received.